Manufacturer narrative:
Based on the customer's claim against the product noting that the large clip applier jaws would not open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have a derailed grip cable at the distal end. The yaw motion of the instrument jaws was unintuitive, as a result. The failure analysis investigation confirmed the customer's complaint regarding the instrument jaws, which indicates that the device did contribute to the customer reported issue. A review of the instrument logs for the 8mm large hem-o-lok clip applier instrument (part#: 470230-12, serial#: (B)(4)) associated with this event was performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4). There were (B)(4)uses remaining after this last usage. The probable root cause of a derailed cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge, as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. This issue can be resolved by using an alternate instrument to complete the procedure. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (i.e. The instrument jaws unexpectedly moved in a side-to-side motion when attempting to open the jaws with the instrument release kit). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier jaws would not open. The clinical sales representative (csr) for the site contacted the technical support engineer (tse) team during the procedure, noting that the staff pressed the emergency stop button and utilized the instrument release key (irk) but the jaws did not open, instead the instrument tip moved side to side. The staff was eventually able to open the jaws and remove the instrument. The tse viewed the system event logs, and they found no related errors. The procedure was completed with no reported injury. Intuitive surgical, inc, (isi) made several follow-up attempts to obtain additional information. However, at the time of this report, no additional information has been received.